Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: a review of the pump¿s alarm history showed a cs 064 alarm occurred. During testing, the pump emitted a replace battery alarm. The complaint of a cs 064 callservice alarm was not able to be adequately tested due to the unrelated replace battery alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.